Manufacturer narrative:
Patient¿s weight is unknown. This report is for one (1) 2.0mm non-locking screw/lot number unknown. Part and lot numbers are unknown; UDI number is unknown. Device broke intra-operatively and was not fully implanted or explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had original surgery on (B)(6) 2018 for treatment of a mandible fracture. The patient was implanted with one (1) matrix mandible plate and unknown quantity and length of 2.0mm non-locking screws. Intra-operatively, while the surgeon was drilling a pilot hole for screw fixation, the tip of the matrix mandible 1.5mm drill bit broke off inside the patient¿s mandible bone. Due to the broken drill bit, the surgeon needed to extend the incision to expose the exact placement of the drill bit fragment. Also, a c-arm with fluoroscopy device was brought into the operating room to identify the placement of the drill bit tip fragment. Surgeon continued with the procedure and switched to another drill bit. Another event occurred while the surgeon was implanting one (1) of the 2.mm non-locking screws. The screw head broke off while it was being implanted. The head portion of the screw was removed and disposed of. The surgeon chose to leave the distal portion of this screw shaft inside the patient mandible bone. Surgery was completed successfully with a 90-minute time delay. Hospital has retained the broken items. The patient is reported in stable condition. Concomitant devices: matrix mandible plate (item # unknown, lot number unknown, quantity 1), 2.0mm non-locking matrix mandible screws (item # unknown, lot number unknown, quantity unknown). This report is for one (1) 2.0mm non-locking screw. This is report 2 of 2 for complaint (B)(4).